Manufacturer narrative:
A ge service representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the images appear to be displayed off center. No patient injury was reported.